Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the reporter stated that this event occurred during an unspecified dwell. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient stated that a bag had disconnected from the cassette, but did not fall. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported alarm was determined to be a disconnection between a supply bag and supply line. The cause of the disconnection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.